Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege: on or about (B)(6) 2009, patient was implanted with a depuy asr hip on her left side. The acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patients acetabulum, causing severe pain, inhibiting patients ability to walk, creating alarming clicking noises, and causing elevated blood levels of chromium and cobalt. Patient is scheduled to undergo a revision surgery on or about (B)(6) 2011. Update - (B)(4) 2011 - the sales rep reported the revision surgery. The patient was revised to address hip pain. Update - (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege: on or about (B)(6), 2009, pt was implanted with a depuy asr hip on her left side. The acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from pt's acetabulum, causing severe pain, inhibiting pt's ability to walk, creating alarming clicking noises, and causing elevated blood levels of chromium and cobalt. Pt is a resident of va. Update: (B)(6) 2011 - the sales rep reported the revision surgery. The pt was revised to address hip pain.